Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 96-120mg/dl fasting. Verified test strips expire 01/28/2017. Customer's test strips are being stored in the kitchen and opened vial date is (B)(6) 2015. Customer is concerned with: meter to meter comparison: 1:another device 165mg/dl (B)(6) 2015 12:00:00 am fasting. 2:true result 25mg/dl (B)(6) 2015 12:00:00 am fasting. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 96-120mg/dl fasting. Verified test strips expire 01/28/2017. Customer's test strips are being stored in the kitchen and opened vial date is (B)(6) 2015. Customer is concerned with: meter to meter comparison: 1: another device 165mg/dl (B)(6) 2015 12:00:00 am fasting. 2: true result 25mg/dl (B)(6) 2015 12:00:00 am fasting. No adverse event reported.